Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported that when the patient arrived at the hospital, the spouse was told the pacemaker is not working and that there was an infection. The implantable pulse generator (ipg) system was removed and the following day the patient expired. The primary cause of death was listed as septic shock and secondary due to a blood infection. Additional information was obtained and reported the patient presented to the emergency room due to confusion with malaise, lethargy, and abdominal/back pain. The patient was hypotensive and found to be in septic shock. The patient was reported to be anuric in acute renal failure, had metabolic acidosis, and acute respiratory failure. An echocardiogram was performed and tricuspid valve vegetation was observed. Blood cultures and urine cultures grew gram positive cocci in clusters. The implantable pulse generator (ipg) system was explanted and purulent drainage was noted in the pocket. The patient condition to worsen and after discussion with the family it was determined that no chest compressions would be performed if the patient were to decompensate further. The patient developed frequent pauses, went into asystole and died.